Event description:
The customer observed falsely elevated wbc and hemoglobin results on the cell-dyn ruby analyzer. The following wbc data was provided: patient 1 (sid (B)(6)) initial 135 k/ul, repeat 10.3 k/ul, patient 2 (sid (B)(6)) initial 40.6, repeat 14.2 46.3 k/ul, patient 3 (sid (B)(6)) initial 29.2 k/ul, repeats 22.4, 13.1 k/ul, patient 4 (sid (B)(6)) initial 75.5 repeat 15.8 k/ul. The following hemoglobin data was provided: patient 1 (sid (B)(6)) initial 8.57 g/dl, repeats 7.52 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. As stated in section 7 of the cell-dyn ruby system operator's manual, it is important to note that there are commonly occurring interfering substances that can affect the results reported by hematology analyzers. The cell-dyn ruby generated numerous parameter flagging messages (e.g., nrbc/rrbc, var lym, fwbc, dflt), numerical data flags (underlined results), and asterisked invalidated results, in addition to abnormal scattergrams, for all the samples. These flags alert the operator to perform further action and verification of results as required based on laboratory procedures. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.